Event description:
We completed an initial audit in different locations of 25% of all inpatient stretchers to determine if fluid has infiltrated the mattress cover, during this audit we found 15 compromised mattresses. The severity ranging between each mattress.reference reports: mw5161665, mw5161666, mw5161667, mw5161668, mw5161670, mw5161671, mw5161672, mw5161673, mw5161674, mw5161675, mw5161676, mw5161677, mw5161678, mw5161679.